Event description:
Study event. Device malfunction: none. Symptoms/ae: transient visual loss - blind spot. Time of symptoms/ae: start date was 2006 with a stop date three days later. It was reported that the pt experienced transient visual loss defined as a "blind spot" that resolved over the course of days after a stenting procedure of the lica. The date of the procedure was twenty days earlier. The reported event start date was seventeen days later with a stop date of three days later. No additional info was available.